Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ultrasafe x100l pr clear ssl nvs stein plunger rod is broken. This was discovered before use. The following information was provided by the initial reporter: one of the syringes was damaged. The portion of the syringe that is supposed to be 'pushed' (plunger) is broken off. I also do not see a needle. It might have self retracted while the patient was trying to fix it. The injection was not administered.

Event description:
It was reported that ultrasafe x100l pr clear ssl nvs stein plunger rod is broken. This was discovered before use. The following information was provided by the initial reporter: one of the syringes was damaged. The portion of the syringe that is supposed to be 'pushed' (plunger) is broken off. I also do not see a needle. It might have self retracted while the patient was trying to fix it. The injection was not administered.

Manufacturer narrative:
H.6. Investigation summary: no sample received for evaluation. Batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. A full root cause analysis could not be conducted with the available information and is closed without a conclusion.